Event description:
Pt was placed on cardiac monitor with monitor not displaying rhythm on screen. Cables then needed to be detached then re-attached to monitor. Once rhythm displays, heart rate on monitor displays incorrectly, verified by manually feeling for pulse. After approx 10-15 seconds, monitor corrects itself and displays correct pulse. Monitor is delaying pt care.